Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "external cables are broken". The device was reported to have been in clinical use at the time the issue was discovered. It is unknown the device was in use on a patient.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device "external cables are broken". The device was reported to have been in clinical use at the time the issue was discovered. It is unknown the device was in use on a patient. Further information was provided that the customer canceled service because they found that the device was not a philips product.